Event description:
It was reported that during surgery, a screw "wobbled" on the screwdriver during insertion. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Product analysis: no damage noted to mas head threaded interface. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken consistent with torsional overload condition.